Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the clinician is seeing pacing spikes as the av delay continues to get smaller on the electrocardiogram and the cardiac monitor. Programming suggestions were provided to alleviate the extraneous data and the device remains in use. No patient complications have been reported as a result of this event.